Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature: gordon l. Bennett, md1, and james a. Sabetta, pa-c1, evaluation of an innovative fixation system for chevron bunionectomy. Foot & ankle international® 2016, vol. 37(2) 205-209. Doi: 10.1177/1071100715607006.

Event description:
It was reported in a 2016 clinical study from bennett, et al., the authors report 1 complaint of a bursa overlying the plate, 3 cases of superficial wound infection, 2 cases of postoperative hematoma, 2 cases of mild wound dehiscence, and 2 cases of stiffness. Source - article: gordon l. Bennett, md1, and james a. Sabetta, pa-c1, evaluation of an innovative fixation system for chevron bunionectomy. Foot & ankle international® 2016, vol. 37(2) 205-209. Doi: 10.1177/1071100715607006.